Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the handle was inserted into a charger. After removing the handle from the charger, the handle indicated that it was running v29.5 software. There was a burnt in section of the organic light-emitting diode (oled) screen. The handle had 174 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The handle was able to be fired without issue on the a1 fixture. A reload was attached to the device and was able to clamped and articulated without issue. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the device wont recognize. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of screen burn-in. The product analysis noted evidence that the device was not used as intended. This issue may occur if the handle is showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the setup and prior to patient contact, the signia power handle did not recognize the shell. The issue was resolved by replacing the device. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the analysis of data stored on the handle shows evidence of field p rogrammable gate array (fpga reset/reprogram failures.